Manufacturer narrative:
Device MFR date was unk at the time of this report. With markers attached and full seated, the probe had very high geometry and was not able to track. The support arm for marker #4 is severely bent causing the high geometry error. This directly caused event. A replacement part was sent to the site to resolve the issue.

Event description:
A medtronic rep reported that they were unable to register the passive catheter introducer (pci) probe during a shunt procedure. The rep observed that the probe was not being seen by the camera. They were unable to verify the probe. Reported that the passive planar blunt probe was able to be seen by the camera; no issues with the camera. They were able to use another probe to complete the case with no impact to the pt.